Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no failures in the door. A field service engineer (fse) had logged into the hardware test application (hta), performed a successful functionality test, inspected the harness and mini switches, suspected that the issue was possibly intermittent, and proactively replaced the mini switches. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door continued to fail despite repeated recovery attempts as a part of troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.